Event description:
It was reported that the brady lead was not successfully implanted in the left bundle branch (lbb) due to the pacing waveform at the initial implantation site was suboptimal and the screw retraction mechanism subsequently failed to retract after further repositioning attempts. Physician stated that the damage to the retractable helix mechanism may have occurred as a result of myocardial tissue becoming entrapped within the helix. A new lead with the same model was implanted. No adverse patient effects were reported. The lead was returned for analysis.